Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patients vision was not clear and notes hazy vision like a rainy day. Yag laser was performed however with no help. Consumer stated that she woke up in the middle of procedure with pain. There are two medical device reports associated with this patient. This report is associated with the right eye.